Event description:
It was reported the patient lost stimulation after suffering a fall. The patient indicated after the fall she felt a tugging sensation in her mid-back at the lead site. The sjm representative met with the patient and indicated all programs were auto-reducing. Diagnostics indicated high impedance readings on all lead contacts. Reprogramming was unable to provide the patient with stimulation. The patient is currently undecided if she desires to undergo surgical intervention to address the issue.

Event description:
Follow-up information indicated surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated additional diagnostic testing indicated invalid impedance readings. Surgical intervention was undertaken and the patient's leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.